Manufacturer narrative:
(B)(4) upon further review, the decision was made to re-test this implantable lead. At that time, it was found the conductor coil was not fractured and was verified to be electrically continuous. An x-ray examination of the lead found the conductor coil was slightly bunched/pulled taut in the area just distal to the terminal pin. Due to the aforementioned blood within the helix housing, the helix could not be extended/retracted in the laboratory setting. As such, we cannot replicate within the laboratory setting the helix behavior observed in the field and cannot verify the root cause of the inability to fully extend the helix.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that before attempting to implant this right atrial (ra) lead the helix mechanism partially extended after 15 turns attempting extend the lead helix. Regardless of this issue, the physician attempted to implant this ra lead. But it was not possible to fixate the lead into the heart as the helix did not extend all the way. A new lead was used. This lead was returned and analyzed. No adverse patient effects were reported.